Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 30 mm amplatzer cribriform occluder is an 8f.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system to close a large pfo defect. The occluder was prepped per IFU with no reported issues. During procedure, the left disc deformed with a bulbous shape. Attempts to reposition and re-align the device in situ were unsuccessful. There were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable and removed from the patient and 'inspected and untwisted when removed from the delivery wire on the back table. Both discs immediately sat flat." The occluder was exchanged for a new 30mm amplatzer cribriform occluder, which was successfully implanted. The patient was reported to be in stable condition.